Event description:
It was reported that the programmer shut down unexpectedly many times, especially when it was changed to an analyzer session. Also, sometimes the programmer would not turn on. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the power supply was replaced.